Event description:
The customer reported that the display on the central nurse's station (cns) went out, although the device itself was still on.

Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) went out, although the device itself was still on. The customer also reported that the uninterruptible power supply (ups) is making a chirping sound. Nihon kohden technical support (nk ts) walked them through the process of reconnecting the display via a wall outlet instead of the ups. When they did that, the display came back on, and the device was working as intended. No patient data was lost while the display was down. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: investigation of the reported issue found the issue to have been cause by the failure of the degraded third-party accessory device and was not an nk device deficiency/malfunction.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) display went out, although the device itself is still on. The customer also reported that their ups is making chirping sounds. Nk ts walked them through the process of reconnecting the display on to an outlet instead of the uninterruptible power supply (ups). When they did that the display came back on and device was working as intended. No patient data was lost while the display was down. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the ups was used in conjunction with the cns, and is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) display went out, although the device itself is still on.